Manufacturer narrative:
Conclusion: it was reported that the recipient had no benefit any longer when using the device and was confirmed to be out of criteria for the implant. Device investigation showed a device malfunction i.e. A non-hermetic transducer, which led to loosening of the internal part of the transducer housing. It can not be excluded that the observed malfunction was already present when the device was implanted and contributed to the observed no benefit with the device. The user has been reimplanted with a cochlear implant. This is a combined initial and final report.

Event description:
The user's hearing deteriorated and he was no longer receiving benefit from the device. The user has been re-implanted with a cochlea implant.